Event description:
It was reported that the insulin pump is not working. Customer's mother called regarding a battery out limit alarm. The blood glucose reading is 200 mg/dl. Caller stated that the buttons are not working at all. During troubleshooting, the buttons are not responding. Caller stated that the insulin pump is frozen with no advancement of time. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.